Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. (B)(4).

Event description:
A physician reported via a clinical study collecting safety events that following an intraocular lens (iol) implant procedure, a patient developed raised intraocular pressure (iop) which required treatment. The event resolved approximately one month later on (B)(6) 2017.

Manufacturer narrative:
The product manufacturing site has been updated due to receipt of the iol serial number. The manufacturer report number corrected and reported under 9612169-2019-00237. The manufacturer internal reference number is: (B)(4).